Event description:
A report was rec'd that the pt was experiencing soreness at the lead site. The physician administered trigger point injections to the sore areas. The pt was reportedly doing well following the injections.